Event description:
It was reported during use that the intra-aortic balloon (iab) system generated a gas loss alarm and failed to restart the iabp device. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. It was reported during use that the intra-aortic balloon (iab) system generated a gas loss alarm and failed to restart the iabp device. No patient harm was reported.

Event description:
N/a.